Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer called the technical assistance center (tac), and they confirmed that the small white switch at the top of the scope socket isn't stuck. They also advised her to check that the spring moves freely. Additionally, they informed her that the scope detect slider switch might have failed. Since we no longer service this unit, they provided her with the discontinuation letter for reference.

Event description:
It was reported that the video processor had all indicator lights are blinking, and light are flashing only getting blue light. The issue was found during diagnostic colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Updated fields: h2. Corrected fields: d1, d2a, d2b, d4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.